Manufacturer narrative:
Due to report of pads tearing (reason for tearing as yet undetermined) and facility already filing a medwatch conmed corp is filing. As yet the device has not been returned. On facility report they speak of a second set of pads, which will be report number 1317214-2008-00163, will follow under separate cover. When the quality engineer completes the investigation I will file a supplemental report.